Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a simplygo mini with a complaint of the plug attachment was broken. The device was returned to a third party service center. During visual inspection of the device, sieves were clogged, air side and o2 side and the compressor was defective, and the power connector was cracked. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.